Event description:
The customer reported that she has low suction with her freestyle device and that she had developed mastitis.

Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to follow up with the customer are ongoing and incomplete. The original product was received on (B)(4) 2014, however, as of the date of this report a product evaluation is not available. Should add'l info become available resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused ort contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis required prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.